Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the customer connected the cardiosave and initiating therapy. It was then noted that blood got into the protective vinyl of the iab catheter, and bleeding was also observed from the catheter insertion port of the sheath. They replaced the sheath and iab to continue therapy. The bleeding was minimal, and there was a slight delay in treatment. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site :(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint#(B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded. Blood was visible on the outside of the intra-aortic balloon (iab), between the catheter and sheath, and inside the stat gard sleeve. One kink was observed on the catheter tubing approximately 51.3cm from the iab tip. The customer had cut the fiber optic cable and extracorporeal tubing, and these components were not included in the returned items for evaluation. An underwater leak test of the balloon, catheter, y-fitting and sheath seal was performed, and no leaks were detected. The evaluation could not confirm the reported failure. It is impossible to define if a leak was on the extracorporeal tubing since it was cut and separated from the device. Additionally, a kink in the catheter tubing may cause an opening for blood to pass out of the sheath seal into the stat gard sleeve. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. The reported event cannot be confirmed by the evaluation. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.